Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Manufacturer report number:3006705815-2020-01873. It was reported patient was experiencing lower leg pain before the implant and pain got intense after the implant on (B)(6) 2020. To address the issue patient underwent surgical intervention where the whole scs system was explanted.

Manufacturer narrative:
Correction: section g4-the date received by manufacturer should have been 05/03/2020 rather than 05/04/2020.